Manufacturer narrative:
(B)(4). Date sent 1/13/2026. D4 batch #553d56. Corrected data d4: UDI#. Investigation summary- the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60t reload loaded on the device. The reload was received fully fired with damage on reload deck. In addition, the reload was found to have damaged on the knife channel. The damage to the reload deck is consistent with the device being clamped over a hard object. Also, the found damage on on the reload knife channel is consistent when the device is fired over an already existing staple line; when this happens it is possible that the knife may push the staple line and tissue forward shaving the reload deck. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. However, the staples were partially formed. In addition, the knife was noted to have nicks. After further evaluation, the analysis showed the knife wings were broken off. Only one wing of the knife was returned for analysis. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will remain inside the guide, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that the device had a high force to fire for one of the clinical firings, indicating that the device was firing over an obstruction, or too thick of tissue. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 553d56, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/7/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 1/21/2026. Additional information was requested, and the following was obtained: what is the indication of the procedure? Middle lobectomy - cancer did the patient have any preoperative radiation or chemotherapy? No what is the exact name of the vessel that was taken in the first firing with the lung? Middle lobe artery. What is the color of the cartridge that was selected for the first firing? Green how was the device cleaned in between each of the firing? Swishing in a jug of water and wiping with wet swab. Is there a video available since this is a robotic procedure? No was there any tissue movement during any of the transections? No was buttressing material used? If so what brand? No

Event description:
It was reported that during a hybrid rats lobectomy. Was there patient impact longer than 30 mins: yes. Incident description: surgeon initially placed the device to take the artery with the lung, closed the device and fired. Motor sounded and knife blade passed and returned. Removed stapler and major arterial bleed was detected. Once the bleed was controlled the same stapler was reloaded with a gold reload gst60d and stapler passed to complete transection of just the lung tissue. The device fired the staples but did not cut. The staples did not form b's and we're not visible from the anvil side of the tissue. The stapler was reloaded with a black reload and attempted again with the same results. Another device was opened (ech60c) with a black reload and fired successful.

Manufacturer narrative:
(B)(4) date sent 12/24/2025 d4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Yes ¿ staples were malformed near proximal end of jaws. How was the bleeding controlled? Extended the vats incision and placed swab on a stick on the vessel until the anesthetist stabilized patient and then surgeon placed ligaclips and sutured the vessel. How much blood was lost (ml)? 800ml did the patient require a transfusion? Yes could you please provide more details about the type of oozing? Arterial bleed from pa. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what is the indication of the procedure? Did the patient have any preoperative radiation or chemotherapy done? What is the exact name of the vessel that was taken in the first firing with the lung? What is the color of the cartridge that was selected for the first firing? How was the device cleaned in between each of the firing? Is there a video available since this is a robotic procedure? Was there any tissue movement during any of the transections? Was buttressing material used? If so what brand? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.